Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the issues after revision. As reported via medwatch mw5154366: diagnosed with severe arthritis in left knee and had a total knee replacement in 2020. The surgeon used the stryker triathlon and mako navigation system. I never fully recovered, and had severe instability with extensive pain and swelling that worsened approximately 4 months post surgery. Despite extensive physical therapy, I needed to have revision surgery in 2022. The surgeon confirmed global instability of the knee, with mechanical loosening of the prosthetic. A 13mm polyethylene insert was installed to replace the original 9mm insert. Two years since the revision surgery I continue to have swelling and pain, with some residual instability that is causing other soft tissue inflammation in my leg.